Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The intraocular lens was returned to b&l and subjected to visual inspection. Results revealed that both haptics were bent. The relationship between the lens and the capsule damage is unknown.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the silicone (B)(4) intraocular lens using the ez-28 delivery device system. During lens implantation, the capsule was damaged and the lens was removed and replaced with an anterior chamber iol. Additional information has been requested. Reference MDR #1119279-2010-000110.